Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the suction valve was connected when the connecting tube should have been used. The issue occurred during reprocessing. There were no reports of infections or patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to an inappropriate reprocessing has been performed. The event can be detected/prevented by following the instructions for use (IFU) which state: a labeling review was performed and confirmed that neither an IFU of the endoscope (cyf-vha) nor a package insert of the reprocessor made by the external manufacture states to connect the maj-207. Each of the descriptions is as follows: -an IFU of the cyf-vha: it shows a maj-1234 or a maj-1516 as a cleaning tube compatible with the oer (olympus endoscope reprocessor/washer-disinfector). It also describes that for details concerning appropriate connectors/adaptors, refer to the instructions of the aer/wd manufacturer. Olympus will continue to monitor field performance for this device.